Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was performed by the manufacturer. The manufacturer found no signs of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found very light beige dust or dirt contaminate. The manufacturer also located light and dark fiber or hair contaminate. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed contaminates were sourced from external environmental conditions. In the initial report section b5 the patient alleged visualization of particles, throat irritation and coughing that was not added to the report. In this report which has been updated.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.